Manufacturer narrative:
Further analysis was performed on the main pcb and interconnect flex. This analysis found that the reported failures were caused by a tantalum capacitor component failure.

Event description:
It was reported the output of the external pulse generator (epg) was not within the normal range. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of specification. It was also noted that the interconnect flex was out of specification.